Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia and loss of consciousness. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose level was below 70 mg/dl. The pod was worn on the abdomen. It was noted that the patient lost consciousness. Hypoglycemia was treated and consciousness was regained after their partner gave them a sugar beverage.